Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that the pump was very hard and difficult to operate. Troubleshooting was performed, during which the physician attempted to press the pump and found that it was difficult. As a result, trauma to the surrounding tissue caused swelling. A surgical procedure was performed, to remove and replace the entire ipp. No additional information was provided.